Event description:
It was reported that the patient presented to the physician's office with complaints of not feeling well and shortness of breath. The patient was diagnosed with pacemaker syndrome. It was noted that the implantable pulse generator (ipg) has reached recommended replacement time (rrt). It was also noted the ipg had early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uf number has been added and has been formatted.